Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support. While on support, low flows and suction occurred. Position was appropriate and volume boluses were given with no improvement. The patient was on levosimendan 20 mcg and mean arterial pressure was in the 70s. Attempts to reposition were unsuccessful as there was no improvement in the flow. Coronaries and grafts were checked but no intervention was able to be performed. Impella was explanted and a new impella was placed. The patient eventually expired. Use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella was not returned for evaluation. No data logs available to review. The cause of the low pump flow issue cannot be determined since the complaint device not returned for investigation and insufficient clinical data provided. Added-h6 impact code 4629 corrections for the initial MFR report: d4-added exp date, UDI number h4-added MFR date